Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated information added to the complaint. Additional information fields: d4 expiration date; h4.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen extraction balloon v had a balloon burst. The issue occurred during an unspecified procedure. There were no reports of patient harm.